Manufacturer narrative:
Na

Event description:
It was reported that the atrial lead exhibited greater than 2000 ohms impedance in both bipolar and unipolar pacing modes. Sensing and capture values were adequate. As the patient reported no symptoms, and was rarely paced, the lead would not be revised. The patient would be monitored.